Event description:
It was reported that the patient side of the driveline had several tears with exposed wires and was previously taped. The event date was estimated.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.